Event description:
The customer reported that no image displayed on the monitors. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the camera power supply had a false contact. He cleaned the column. The system operates as intended.